Manufacturer narrative:
(B)(4). Common device name:phx. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-00619. Item#110031403; lot#64909220. Other associated products item# 010000589; lot#378380. Item#110030777; lot#64515982. Item#110031403; lot#65706928. Item#110031422; lot#64489381.

Event description:
It was reported patient underwent right shoulder revision due to instability. During the procedure, the humeral bearing was disassociated with the humeral tray. The bearing, humeral tray and glenosphere were removed and replaced. No pieces were retained by the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-00619-1, item#110031403; lot#64909220.

Event description:
No further event information available at the time of this report.